Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump passed the self test and was monitored for 24 hours with no alarm for a failed self test. The insulin pump communicated properly with the transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarm was noted. The insulin pump communicated properly with the one touch blood glucose meter. No radio frequency communication anomaly was noted. The back light functioned properly and no blinking was noted on the display. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a lost sensor alert. Insulin pump also returned an error alarm during troubleshooting. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.